Manufacturer narrative:
All operating currents are within specification. Off no power alarm function properly and passed self test. No button error alarm or off no power alarms noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error and the device would not turn back on. Customer stated they changed the battery but that it did not resolve the issue. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not.. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Nothing further reported.